Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was found cut approx. 10cm distal to the is-1 connector pin into 2 segments. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Livanova provided the following information: it was reported that there is noise on this lead. During routine testing it was found that the rv lead is broken. The patient does a lot of weight lifting and the physician thinks that may have contributed to the fracture. Artifacts were seen on the electrograms.